Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Tested unit and could not duplicate issue. Tested unit with air and checked compressor. Unit functioned properly. Completed performance check. Unit passed all test and runs according to OEM. The avea ventilator can be returned to service.

Event description:
The customer reported to vyaire medical that the avea ventilator has loss of air alarm. At this time, there is no information regarding patient involvement associated with the reported event.